Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (u.s.); therefore, it does not contain a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s.

Manufacturer narrative:
(B)(4). Additional narrative: baxter received one sample for evaluation. The complaint incident for leak was confirmed, however, a root cause for this condition could not be determined. A batch review was conducted which found no nonconformances.

Event description:
It was reported to baxter (B)(6) that one (1) basal/bolus infusor was observed leaking during patient use at the hospital. According to the report, the device was connected on (B)(4), 2011 and on (B)(4), 2011 roughly 10ml of medication was observed collecting within the housing of the device. On (B)(4), 2011, all of the medication had leaked into the housing. The device was filled with 2ml of morphine hydrochloride and 50ml of normal saline. There was patient involvement, but there was no report of patient injury or medical intervention. No additional information is available.